Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report #:1627487-2016-02474. The patient had two extensions form the same lot. Follow-up revealed the patient's leads were explanted and replaced. The patient's extensions were also explanted. Surgical intervention resolved the patient's issue. Note: an initial report related to the extensions is being submitted due to analysis results.